Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned severed 205mm from the terminal pin in which set screw mark was noted. Cuts were also noted in the insulation from the terminal pin. Tissue was noted at the proximal spring proximal fitting area and at distal end of the distal spring electrode. The helix was partially extended with blood and bloody fluid noted in the helix housing. The continuity test with manipulation was the only test performed which the lead passed. The lead tip and helix have no visible signs of damage or defect which would lead to dislodgement. Product analysis could not confirm the lead dislodgement.

Event description:
Product analysis has been linked which confirmed that the lead was explanted.

Event description:
Boston scientific received information that during routine follow up this right ventricular (rv) lead¿s sensing decreased radically from 10.6 mv to 1.3-1.8 mv with a slight increase on the pacing threshold. Micro-dislocation of the lead was confirmed upon chest x-ray. The patient will be admitted to the hospital for rv-lead revision scheduled later this month. No adverse patient effects were reported. This lead remains in service.